Manufacturer narrative:
Due to a user error during cartridge change, the insulin pump correctly triggered the e7105 error messages. The analysis of the history gave evidence, that the cartridge was introduced into the cartridge compartment, while the pump drive was performing a rewind, or the cartridge was not removed before the rewind start. According to the user manual for accuchek spirit combo insulin pumps, the rewind has to be performed without a cartridge inserted.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut off without displaying any error or alert message. When the patient turned the device back on, it displayed e7 (electronic error). The patient changed the battery in the device and it still displayed e7. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.